Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the seal carrier attached to applicator, 95% deployed, both pushrod arms are not latched in the base with a bent needle tip and bent pushrod. The reported event of a needle retraction issue was confirmed. The probable cause could not be determined.